Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation") and menstrual disorder ("abnormal menstrual bleeding and clotting"). The patient was treated with hysterectomy on and essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and pulmonary embolism ('other injury(ies) or complication please describe: pulmonary embolism') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant neoplasm of cervix uteri, leiomyoma, venous thromboembolism and grand multiparity. Concurrent conditions included overweight since 2016, hypertension since 2016, high cholesterol since 2016, depression since 2003, anxiety since 2003, cervix inflammation, irregular menstruation, endometriosis, ovarian cyst, chronic cervicitis, squamous cell metaplasia, hyperplasia endometrial, chest pain, smoker, hyperlipidemia and leukocytosis. Concomitant products included clonazepam since 2003 for anxiety, fluoxetine since 2003 for depression, atorvastatin calcium (atorvastin) since 2016 for high cholesterol, lisinopril since 2016 for hypertension and ketorolac, morphine sulfate (morphine sulphate), rivaroxaban (xarelto), tramadol and tramadol hydrochloride (ultram) for pulmonary embolism. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced menorrhagia ("excessive bleeding during menstruation/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion medically significant), 14 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding and clotting") and adenomyosis ("other injury(ies) or complication please describe:adenomyosis") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with acetylsalicylic acid (aspirin), acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), paracetamol (tylenol) and surgery ((hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea and abdominal pain had resolved and the pulmonary embolism, menstrual disorder, headache, uterine leiomyoma and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pulmonary embolism, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 165 lbs. Discrebancy noted, date as previously reported insertion date (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram - on (B)(6) 2017: found to have a pulmonary embolism involving the left upper lobe pulmonary arteries. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, pelvic pain, adenomyosis. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), migraines, headaches, dysmenorrhea pain, fibroids, adenomyosis, pulmonary embolism, abdominal pain. New reporters, dob, concomitant drugs and conditions were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.